Event description:
It was reported via social media that the patient stated that the device was broken off in her. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.